Event description:
It was reported by service report that the cot had worn wheels and an illegible lift-here label. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift-here label.